Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test, and self test. The pump passed the displacement accuracy test at 0.0875 inches. The pump failed the sleep current test. No pump error 82, pump error 37, and pump error 42 alarms were noted during testing. Successfully downloaded pump history files and traces using thump software. Pump alarmed a pump error 82 alarm on (B)(6) 2023 at 15:01:14.000 due to a possible hardware error. Pump alarmed a pump error 37 alarm on (B)(6) 2023 at 13:52:42.000. Pump alarmed a pump error 43 alarm on (B)(6) 2023 at 13:52:42.000. Pump alarmed a pump error 42 alarm on the event date of 05/23/2023 at 09:29:19.000. Pump was cut open to perform visual inspection and found moisture damage was confirmed found on the force sensor, pcba 1 and pcba 2. Motor was tested outside the pump case on the ngp system test board and passed. The following were also noted during visual inspection: scratched case, stained keypad overlay, pillowing keypad overlay, pillowing keypad overlay, and corroded battery tube spring. Pump error 82 was confirmed in the pump history files and traces due to a possible hardware error. Pump error 37 was confirmed in the pump history files and traces due to a possible motor anomaly. Pump error 43 was confirmed as a consequence of pump error 37. Pump error 42 was confirmed in the pump history files and traces due to a possible motor anomaly. High sleep current measurement was confirmed during testing due to moisture damage on the electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported a insulin pump had a error codes of  pump error 42-¿¿ drive count error boundaries exceeded after movement¿¿, pump error 37-¿¿drive count/time values or changes incorrect for moving or coasting. Too slow or too fast.¿¿ and pump error 82-¿¿the hrm task did not grant motor power in reasonable time.¿¿  troubleshooting was performed and was able to clear the alarm successfully and customer able to complete rewind. The pump was pass the displacement test successfully.  No harm requiring medical intervention was reported. The customer will discontinue the use of the insulin pump and revert to the backup plan as per healthcare professional instructions. The insulin pump will be returned for analysis.